Event description:
The customer reported the ventilator was operating on backup battery power which subsequently became depleted, causing the ventilator to shut down while in use on a patient. The customer reported there was no patient harm. The ventilator alarmed as specified. The manufacturer's service technician confirmed the backup battery was depleted and also would not recharge. The service technician reported the charging circuit in the ventilator's power supply was not functioning. The service technician replaced the power supply to correct the finding. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications.

Manufacturer narrative:
Na